Event description:
It was reported that the pump battery was unresponsive, despite using working power sources and different charging cables and adapters. There was no adverse impact to the customer's blood glucose level. Customer followed multiple troubleshooting steps with technical support, including repeated attempts to turn on pump and charge battery, and ultimately pump was arranged to be replaced and device was to be returned.